Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The nc traveler is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was not returned for analysis. It should be noted that the preparation for use section of the nc traveler instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the moderately tortuous, moderately calcified, 90% stenosed proximal left anterior descending artery. A 2.50 x 15 mm nc traveler rx balloon dilatation catheter (bdc) was selected for pre-dilatation. There was no resistance noted during the removal of the protective sheath and the balloon was soaked in saline, but the bdc was prepped (air aspiration) inside the anatomy prior to use. The bdc was advanced with no resistance to the lesion. Upon the first inflation of the balloon to 8 atmospheres, the balloon ruptured. The procedure was successfully completed with the implant of a non-abbott stent without additional pre-dilatation. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.